Event description:
It was reported that this implantable pacemaker recorded far-field oversensing in the atrium after a ventricular sensed beat. The atrial blanking was extended to 85 milli seconds, which resolved the event. The device remains in service. No adverse patient effects were reported.